Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture is prone to breakage. Changed another one to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6: component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if the issue of pull off and suture breakage occur in the same device or if two sutures were affected by one issue each. If other, please provide additional details. * were there any patient consequences? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.